Manufacturer narrative:
Batch review performed on (B)(6) 2020. Lot 2001963: (B)(4) items manufactured and released on 18-aug-2020. Expiration date: 2025-08-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs manager. Immediate postoperative femoral fracture in a (B)(6) year-old, heavy ((B)(6) kg) patient. This event is probably due to a subclinical intraoperative fissure that progressed during patient mobilization after surgery. Intraoperative fractures mainly depend on bone morphology and mechanical properties. There is no reason to suspect a faulty device.

Event description:
Femoral periprosthetic fracture discovered on x-rays, 2 hours after surgery. Stem was successfully revised. Cerclage was utilized and quadra stem was implanted the day after primary surgery.